Event description:
Defective photopheresis procedural kit caused a major blood in the centrifuge compartment of the cellex device. The centrifuge bowl tubing not tight fitting in the centrifuge bowl arm brackets. It caused a tear of approximate 2 cm in the tubing. Due to possible contamination the procedure was aborted and the patient had a blood loss of approximatley 88 mls.